Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes; however photos were provided for review. The x-ray investigation revealed leakage was observed. Based on the vertecem v+ surgical technique guide, se_840448 rev. Aa, the following warning is advised: closely monitor the cement injection under fluoroscopy to reduce the risk of cement leakage. Severe leakage can result in death or paralysis. If cement leakage is observed during the procedure, stop injecting and consider the following: wait for the cement to harden, reposition the needle, adjust the needle direction, or stop the procedure. If desired, continue cement injection slowly and carefully evaluate for further leakage. If further leakage is observed, cease cement injection. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:07.702.016s lot:4c53690. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 01 mar 2024. Expiration date; 01 mar 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported that patient underwent surgery with injection of cement. X-ray afterwards showed cement in the vein, and later the patient got severe shortness of breath; cement had torn loose and ended in the right heart half. Here small embolizes form on the surface which settled as pulmonary embolism and made the tricuspid valve leak. Referred to cardiology, they tried to get it out with catheters from groin and neck, but it is wedged in. Currently, patient has quite severe shortness of breath; referred to the thorax surgically where the cement pieces can be removed at an open operation.

Event description:
Additional information received: a. What is the timing of the reported event? (Pre-op, intra-op, post-op) - patient was operated (B)(6) 2024 . Intra-op it was seen, some ¿lighten up¿ of one vain. Post-op no complaints from the patient, so surgery dept. Thinks everything was ok. The (B)(6) 2025 the patient was hospitalised with suspicion of heart infection. ¿ CT thorax show artefact in the heart.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: b3. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1. H3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The x-ray investigation revealed leakage was observed. Based on the vertecem v+ surgical technique guide, se_840448 rev. Aa, the following warning is adviced: closely monitor the cement injection under flouroscopy to reduce the risk of cement leakage. Severe leakage can result in death or paralysis. If cement leakage is observed during the procedure, stop injecting and consider the following: wait for the cement to harden, reposition the needle, adjust the needle direction, or stop the procedure. If desired, continue cement injection slowly and carefully evaluate for further leakage. If further leakage is observed, cease cement injection. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:07.702.016s lot: 4c53690 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 01 mar 2024 expiration date; 01 mar 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.